Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17612.

Event description:
Philips received a complaint from the customer reporting scratches on v60 ventilator touchscreen. This issue was identified during periodic maintenance (pm) servicing; the device was not in clinical use. There was no harm. The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Therefore, the touchscreen was replaced. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Initial reporter name and address: (B)(6).